Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Traces of corrosion were noted at the electronic and motor assemblies per visual inspection. The insulin pump had a cracked case at display window corners and battery tube threads. The insulin pump was received with a severely scratched display window and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 119 mg/dl. Nothing further was reported.